Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator due to increase in the rate value and abnormal volume values. There were no reports of patient harm or injury associated with this event. The trilogy evo device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified an alarm indicating that the aev was stuck in the closed position. The active exhalation control module (aecm) proportional valve required replacement to correct the issue. Additionally, the in-line filter was found to be clogged with dust and required replacement. As part of 4-year preventive maintenance, the muffler assembly and air inlet foam filters were replaced. Valve and batteries were reported to be in normal condition and did not require replacement. To protect the patient's respiratory tract from dust and particulate matter, the particulate filter was also replaced. Following repair, the device passed all testing.